Manufacturer narrative:
The device was received for evaluation. During functional testing, neither an upstream occlusion or downstream occlusion alarm were reproduced. A review of the event history log confirmed both 'upstream occlusion' and 'downstream occlusion' alarms. A service history review was performed and revealed that the device has no previous service events; therefore, servicing did not cause or contribute to the reported event. The reported issues were verified. No component issue could be determined for the upstream occlusion alarm and no correction required. The cause of the downstream occlusion alarm was determined to be out of calibration downstream sensor values. The downstream sensor requires calibration to address the issue. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum infusion pump had upstream and downstream occlusion alarms during setup/preparation while connected to a patient in the nurse station. No additional information is available.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.